Manufacturer narrative:
Product complaint # : (B)(4). This product was reported in error since MFR# 1818910-2020-15551 was found to be a duplicate of MFR# 1818910-2013-11705. MFR#1818910-2013-11705 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of the medical records, clinical visit reported that patient underwent multiple surgery. The primary surgery tha right was on (B)(6) of 2012. However there is no information provided with regard to products details. She underwent multiple I & d's . The 1st revision due to infection and placing of antibiotic spacer. Doi: (B)(6) 2012; dor: (B)(6) 2015; right hip (1st revision).